Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter's extension: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pin on the battery oscillator device was stuck. There were no delays to the planned surgical procedure. A spare device was available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device pin in oscillating head base was displaced (pin is out of position), the blade could not be secured and the sleeve bearings worn, not smooth rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. A CAPA has been initiated to address the moving pins in the saw head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.